Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured fusiform aneurysm measuring 15mm on the left side of the basilar artery. It was reported that the patient underwent pipeline (4.50mm x 35mm) embolization treatment on (B)(6) 2013 without issues and was discharged the following day. The patient had four other untreated aneurysms. On (B)(6) 2013, the patient was presented to an outside ER with a hypertensive episode and expired. The treating physician determined that the patient had an sah (subarachnoid hemorrhage) after reviewing the CT (computed tomography) scan and most likely expired due to bleeding from the large basilar aneurysm.